Event description:
The customer contact reported the device is "warped" on the exterior bottom of the case. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.